Event description:
It was reported via FDA via (B)(4) mandatory and voluntary report form that the patient had history of renal cell carcinoma and osteolytic lesion of right humerus. The original surgery two years ago was an intramedullary nailing in response to an impending pathological fracture of the humerus. Two years later, the patient complained of increasing pain in right humerus and decreased range of motion. Imaging studies identified failed hardware. Right humerus nailing.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material and manufacturing. The screw is broken completely in the shaft at the level of approximately 20 mm from the screw head. The tip of the screw was not returned for investigation. The breakage surface shows lines of rest in these areas, running semi-circled through the cross section. Plastic deformation (i.e. Contraction in area), especially along the rim of the breakage surface is not found. The tips of the thread near the breakage and areas of the breakage surface are evidently worn. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but contributed by the patient¿s condition and extended period of implantation (2 years). A more precise statement is not possible with the information given.

Event description:
It was reported via FDA via medsun mandatory and voluntary report form that the patient had history of renal cell carcinoma and osteolytic lesion of right humerus. The original surgery two years ago was an intramedullary nailing in response to an impending pathological fracture of the humerus. Two years later, the patient complained of increasing pain in right humerus and decreased range of motion. Imaging studies identified failed hardware. Right humerus nailing.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.